Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. Eval found severed motor mount screws (3 of 6) which is a known contributor to the reported symptom. The motor assembly and screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt injury.